Event description:
Meter was set to incorrect unit of measurement since 18th or 19th. The patient does not recall recently going into the settings and changing the unit of measurement. The patient felt symptoms prior to testing, which consisted of feeling tired, thirsty and was not sleeping very well.the patient tested patient's blood glucose and received what patient thought was a reading of 33.3 and 30.3 mmol/l; however, actually readings were 333 mg/dl and 303 mg/dl. The patient did not take any extra insulin due to the readings. Patient visited patient's physician the following day due to the high readings and he advised patient to increase the night time insulin from 64 to 68 and then referred patient to go to the hospital. Patient's blood glucose was 16.9 mmol/l (304 mg/dl)on the hospital device, the patient did not check patient's blood glucose on patient's meter at that time. The patient was not treated in the hospital. Customer service discovered the meter was set incorrectly and assisted in changing the meter back to mmol/l. The patient reported that the meter was previously set to the correct unit of measurement and the patient had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mmol/l" to "mg/dl".